Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened silicone temperature sensing catheter. There was a 0.078" hole noted 0.1355" from trifurcation over drainage lumen. The wire snaked through the hole. A kinked thermistor wire is considered out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿·when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] ·do not pull the catheter hard.[the catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] ·when catheter with temperature-sensing is used, this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. - applicable patients ·use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.]"

Event description:
It was reported that the cable was coming out from the catheter shaft 2 days after placement. It was later reported on 26sept2018 from anorii ishii (medion representative), that the thermistor wire was out of position, and it was not coming out of the catheter shaft.

Event description:
It was reported that the cable was coming out from the catheter shaft 2 days after placement. It was later reported on 26sept2018 from anorii ishii (medion representative), that the thermistor wire was out of position, and it was not coming out of the catheter shaft.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened silicone temperature sensing catheter. There was a 0.078" hole noted 0.1355" from trifurcation over drainage lumen. The wire snaked through the hole. A kinked thermistor wire is considered out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] Do not pull the catheter hard.[the catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting.¿ when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] When catheter with temperature-sensing is used, this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Applicable patients: use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cable was coming out from the catheter shaft 2 days after placement. It was later reported on (B)(6) 2018 from (B)(6) (medion representative), that the thermistor wire was out of position, and it was not coming out of the catheter shaft.